Event description:
The customer reported via phone call that insulin leaked from the reservoir into the insulin pump's reservoir compartment. The customer did not know the blood glucose reading. The customer stated that, after changing the infusion set out and priming, he took the reservoir out and found the leak. He stated that the leak was found at the bottom of the barrel, and insulin was visible at the reservoir compartment. He did not observe any cracks or splits in the barrel, stating that all of the components were present. He stated that the o-rings were in the location they were supposed to be. He reported that the reservoir looked fine but was leaking. The customer was advised to replace the reservoir and a request was made to have him return the reservoir and transfer guard for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.